Event description:
The customer reported approximately 200 milliliters of blue fluid had leaked and dried cleaner inside the right compartment of the instrument involving the coulter lh 500 hematology analyzer. The customer noted there was no evidence of fluid leak at the time of this reported incident. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous results were generated. Patient results were not impacted. There was no patient consequence associated with this event. Quality control (qc) was within specifications at the time of the event. The unit was not in operation and service was requested. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has a risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the tubing broke at pinch valve #41. The fse replaced the tubing and performed system shutdown, latron controls, and reproducibility test. All test results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).